Event description:
A materials manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. There was no harm, intervention or adverse event indicated in the initial report. Additional information was requested, but no information was provided. A sample dialyzer was not returned for analysis.

Manufacturer narrative:
Correction: upon further review of this file, it was determined the event details are a duplicate of MDR with MFR# 1713747-2025-00349. Therefore, MDR with MFR# 1713747-2025-00357 will have no further updates.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A materials manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. There was no harm, intervention or adverse event indicated in the initial report. Additional information was requested, but no information was provided. A sample dialyzer was not returned for analysis.